Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced. During the evaluation, the downstream sensor current reading was out of specification (high readings) with a fluid filled set loaded. The downstream pressure plate gap was also found out of specification. The downstream sensor and the downstream tubing guide were recalibrated to correct this issue. (B)(4).

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. It was also reported there was no patient involvement.